Manufacturer narrative:
Date sent: 08/07/2009. Evaluation summary: the analysis showed that the device was returned with the distal tip of blade broken off. The remaining blade portion was scratched. Possible causes of the blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continues usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device was being used and the instrument error came up, they tried to troubleshoot but had no success so they changed the instrument for a new one to complete the case. When they decontaminated the shear, the active blade snapped off so this leads me to believe that they had hit some sort of metal with it, while they were using it. There were no adverse consequences to the pt.